Event description:
It was reported that during a routine follow-up, increased capture threshold and increased pacing lead impedance were noted. Exit block was suspected. The patient will be monitored.

Event description:
New information received states the lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.